Event description:
It was reported that a pump was falsely recognizing a loaded set. There was no pt incident.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom the pump falsely recognizes a loaded set was confirmed and reproduced. It was caused by a failed downstream sensor. As a result, the downstream sensor was replaced.